Event description:
It was reported that that this tachycardia device declared treatment later than expected. Technical services (ts) explained that this was due to rhythm ID programming and treatment was suppressed until it met a threshold of 75%. It was noted that this patient received an inappropriate shock for atrial fibrillation (af). The shock converted the rhythm. The device was reprogrammed. No additional adverse patient effects were reported. Evidence suggests that this device remains in service.